Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory 34 (encoder failure) error message was reproduced during evaluation and confirmed during analysis of the retrieved archive data. The root cause is due to an unplugged encoder cable. The platform was received with physical damage on the front enclosure. This observation is indicative of mishandling and is unrelated to the ua 34 error message. Evaluation of the platform during initial power up, revealed a ua 34 error message. Upon inspection it was found that the encoder cable was unplugged. After replacement of the front enclosure, the encoder cable was properly connected. The device was functionally tested with no further issue observed and passed all final specification. Review of the archive data confirmed the occurrence of multiple ua 34 error messages on the reported event date of (B)(6) 2018, confirming the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a user advisory 34 (encoder failure) error message. The issue occurred during product demonstration, no patient involvement.